Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04790. It was reported patient's stimulation decreases by itself. It was determined that the patient's system is autoreducing. As a result, surgical intervention may be taken.

Manufacturer narrative:
The reported event of autoreducing/high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored postoperatively. It is unknown which lead was explanted. Therefore, all the suspected leads are being reported accordingly.